Manufacturer narrative:
Other relevant device(s) are: product ID: esbf2814c103e, serial/lot #: (B)(4), ubd: 08-jul-2020, UDI#: (B)(4); product ID: etlw1610c156e, serial/lot #: (B)(4), ubd: 26-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported over two years later that the patient phoned technical services to request details on alloys used in the implanted stent grafts. The patient has reported that he has been experiencing reaction symptoms since the index procedure. The patient has not yet attended the physician to be followed up in relation to this event. The cause is undetermined. No other information is available at present.